Manufacturer narrative:
Visual inspection of the tibial articular surface provisional (tasp) confirms that the device is fractured cleanly into two fragments and that all the pieces were returned. The fracture is proximal to the medial edge of the central post. The reported issue has been previously investigated and a device history record review is not required. The device is used for treatment. The surgical procedure was adhered to. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarification relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore the root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the surgeon was removing the tibial articular surface provisional with a retractor and piece cracked in half.